Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the wire of the large suture cut needle driver snapped out at the wrist intraoperatively. The procedure was completed with a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales manager (csm) and obtained the following additional information: the csm said that the instrument was inspected prior to use and no visible damage was seen before the procedure. No fragments fell inside of the patient¿s anatomy. The instrument is available for return to isi for evaluation. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h10/h11 for follow-up information.